Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a low blood glucose. Customer stated that the when she went to sleep she was at 130 mg/dl and 140 mg/dl. Customer stated that the middle of night did not beep that blood glucose value was going down and she hit 40 mg/dl and was unresponsive. The device will be returned for analysis.